Event description:
The foreign distributor in (B)(6) reported a vent inop while testing the device. No patient involvement.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that the reported event was caused by a malfunctioning turbine motor driver board. The turbine motor driver board was replaced with one from their spare parts on hand.